Event description:
It is reported that the devices were implanted in 2009 and that the pt was revised six months later due to infection. The neck would not dissociate from the stem during a revision surgery.

Manufacturer narrative:
Eval summary: the received devices were reviewed. The surgical notes are unavailable, and it is unk which instruments were used while attempting to separate the neck from the stem body. Upon review, the kinectiv neck and m/l taper with kinectiv technology stem were designed to remain assembled when tensile force up to 500n is applied to separate the components. This is a necessary design requirement to prevent disassembly of the components in-vivo. Hence, it is most likely that the impact force applied via the neck extraction instruments was in the same direction as the axis of the bone, and resulted in the kinectiv neck and m/l taper assembly to be removed rather than the kinectiv neck disassembling from the implanted stem. However, the exact cause of the current situation cannot be conclusively determined. Device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis/energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be defected by either method.